Manufacturer narrative:
Reported event. An event regarding noise involving a mako mics was reported. The event was confirmed. Method & results -product evaluation and results: handpiece mics ¿ 209063 ¿ serial#(B)(6). Inspected and determined failure of the following test steps: 7.1.1 cable visual inspection - pass; 7.1.2 hand piece visual inspection - pass; 7.1.3 pivot handle lock test - pass; 7.1.4 collar test - pass; 7.1.5.1 original cable agitation test - failed loud motor. Original description confirmed. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the product history records indicate devices were manufactured and accepted into final stock. No non-conformances were identified during inspection. -complaint history review: there are other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Saw and attachments very loud. Checkpoints at the edge of range at 1.2 and 1.4 for straight and sagittal attachments. All pieces showing signs of wear with dark grease like material around mouth of mics and attachments. Cuts were 1-2 mm deep but still acceptable for pressfit for surgeon. Case type / application: tka.

Event description:
Saw and attachments very loud. Checkpoints at the edge of range at 1.2 and 1.4 for straight and sagittal attachments. All pieces showing signs of wear with dark grease like material around mouth of mics and attachments. Cuts were 1-2 mm deep but still acceptable for pressfit for surgeon. Case type / application: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.